Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented for a device change out procedure due to normal battery depletion. After the new device was placed, the physician performed a defibrillation threshold (dft) test which showed there was an open circuit detected during the shock, and the shock did not convert. Troubleshooting was performed which confirmed a secure connection between the device and the right ventricular (rv) lead. However, review of the rv shock impedances then showed the impedances had varied to high out of range values of greater than 125 ohms. It was suspected there was calcification around the rv coil, so the physician then elected to surgically abandoned and replace the lead. No additional adverse patient effects were reported.